Event description:
Patients who stated they need negative results to travel and believe that the positive results they received are false. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Customer did not report results and product information until 2/25/2022 mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.